Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The customer has not provided info on the pts condition and the results of the initial evaluation is not yet available.